Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.

Manufacturer narrative:
Additional information: a third-party service agent evaluated the customer's device and verified the reported issue. The service agent replaced the device's battery door to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Corrected data: section d4 catalog # of the initial medwatch report indicates: 99999927 section d4 catalog # of the initial medwatch report should have indicated 99507-000012.

Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.